Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that following system explant the sheath of the lead underneath the sacral foramen remained implanted. The inner wire was removed but they could not get the outer sheath of the lead removed. The cause of this event was not determined.